Event description:
The customer reported that the system displayed a checksum error message, which prevented the system from booting up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable, and no add'l service info was provided.